Event description:
Info received indicates the left intermediate siderail will not latch.

Manufacturer narrative:
The tech found that both siderail arms were bent on the left intermediate siderail, preventing the siderail from latching. The tech replaced both siderail arms to repair the bed.